Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 95% stenosed target lesion was located in a moderately tortuous and severely calcified left superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was not completed due to another reason. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6).